Manufacturer narrative:
On july 1, 2016, sorin group (B)(4) was notified of a legal complaint that was filed on (B)(6) 2016, which contained additional information regarding the patient documented in the initial report, filed (B)(6) 2016. The legal complaint stated that the patient had undergone an aortic valve replacement procedure on (B)(6) 2014. The patient was reportedly diagnosed with non-specific non-tuberculous mycobacterium infection approximately 5 months post-surgery. The customer has been contacted on several occasions, however they have stated that they are unable to discuss this issue any further with sorin group. Because the facility is unwilling to disclose any new information, no further investigation is possible.

Manufacturer narrative:
Patient weight unknown. The serial number(s) have not yet been provided by the facility. This information will be provided in a supplemental report if and when made available. As we have not yet received the serial number(s) of the machines from the facility, we are unable to confirm the date of manufacture at this time. This information will be provided in a supplemental report if and when made available. Sorin implemented a field safety notice for disinfection and cleaning of sorin heater cooler devices. The z number is z-2076/2081-2015. Sorin group (B)(4) manufactures the sorin heater-cooler system 3t. The incident occurred in (B)(6). (B)(4). On june 28, 2016, a literature review identified the name, age and date of death for one of the patients reportedly infected with mycobacteria at wellspan york hospital in york, pa (see medwatch report 9611109-2015-00498 for original report). The article, which appeared in york daily record (www.ydr.com) and was published on june 27, 2016, reported that the patient was a (B)(6)-year-old male, who expired on (B)(6) 2015 after being diagnosed with the bacterial infection on (B)(6) 2015 following open-heart surgery on (B)(6) 2014. The patient became increasingly ill in (B)(6) 2015, reporting fatigue and persistent fevers. Multiple blood tests were taken and the results came back negative for infection. The symptoms worsened in (B)(6) 2015 and a bone marrow biopsy and blood test taken on (B)(6) 2015 confirmed that the patient was infected with ntm. The patient suffered a congestive heart failure and died on (B)(6) 2015. The customer has been contacted on several occasions, however, they have stated that they are unable to discuss this issue any further with sorin group. Because the facility is unwilling to disclose any new information, no further investigation is possible.

Event description:
On june 28, 2016, a literature review identified the name, age and date of death for one of the patients reportedly infected with mycobacteria at wellspan york hospital in york, pa (see medwatch report 9611109-2015-00498 for original report). The article, which appeared in york daily record (www.ydr.com) and was published on june 27, 2016, reported that one of the patients was a (B)(6)-year-old male, who expired on (B)(6) 2015 after being diagnosed with the bacterial infection on (B)(6) 2015 following open-heart surgery on (B)(6) 2014. The patient became increasingly ill in (B)(6) 2015, reporting fatigue and persistent fevers. Multiple blood tests were taken and the results came back negative for infection. The symptoms worsened in (B)(6) 2015 and a bone marrow biopsy and blood test taken on (B)(6) 2015 confirmed that the patient was infected with ntm. The patient suffered a congestive heart failure and died on (B)(6) 2015.

Manufacturer narrative:
On may 3, 2017, livanova deutschland identified an article which identified additional information related to mycobacterium infections at (B)(6). The article, published by the center for disease control (cdc) in may 2017 (lyman, m. M., grigg, c., kinsey, c., keckler, m., moulton-meissner, h., cooper, e....perkins, k. M. (2017). Invasive nontuberculous mycobacterial infections among cardiothoracic surgical patients exposed to heater-cooler devices. Emerging infectious diseases, 23(5), 796-805. Https://dx.doi.org/10.3201/eid2305.161899.), included additional information about the patient in this report (9611109-2016-00528). The article indicated that the patient had a mycobacterium chimaera infection. The customer has been contacted on several occasions, however they have stated that they are unable to discuss this issue any further with sorin group. Because the facility is unwilling to disclose any new information, no further investigation is possible.